Event description:
The following information was reported: physician noticed an occlusion post closure and had to atherectomize using angiojet. Not certain whether the sealant somehow deployed intra-arterially or balloon dislodged plaque from the arterial wall. End result post peripheral intervention patient did not display any more systems and was discharged the following morning. Device used: mynxgrip. Procedure type: interventional peripheral.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. (B)(4). Pi number is unknown as the lot number was not provided.